Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pinhole leak from the peltier module tube fitting through feed-thru-fitting ff175. The fse also observed a leak from the peltier module tube fitting of the tubing connected to port 6 of the blood sampling valve (bsv) due to unfastened tubing on the fitting. The fse replaced the tubing through ff175 and the tubing connected to port 6 of the bsv to resolve the leak issue and the ambient temperature error. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 to 20 milliliters of clear fluid leaked from the front of the coulter lh 500 hematology analyzer and ambient temperature error for the lyse was generated. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.